Manufacturer narrative:
(B)(4). One endobronchial tube was received for evaluation. A visual inspection was performed and found no anomalies. Inflation and deflation tests were performed, with and without the stylet and found that both cuffs inflated and deflated properly. The customer reported complaint was not confirmed as the device functioned as intended.

Event description:
It was reported that, during testing, a physician found that the cuff on an endobronchial tube would not deflate without being pressed. There was no patient involvement.